Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen will intermittently turn off while the customer is attempting to unlock the pump. In addition, it was reported that the touchscreen intermittently "flickers". Customer was unable to perform troubleshooting at the time of the call. Customer's blood glucose level was not impacted.